Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
7/5/2019: updated event description: it was reported that on an unknown date, the patient underwent an open reduction internal fixation (orif) of the wrist, the health care professional requested the consultant to bring two (2) different 2.4mm variable angle -locking compression plate. Upon inserting the variable angle -locking compression plate lcp two-column distal radius plate 2.4, volar, head 6 holes, the surgeon did not like the plate and had to change out for another variable angle -locking compression plate lcp two column distal radius plate 2.4, volar, head 7 holes. There was a surgical delay of fifteen (15) minutes. Procedure was successfully completed. There was no impact on the patient. (B)(4) captures the (B)(6) 2019 event an orif of the wrist, (B)(4) captures the (B)(6) event with an orif of the humerus, (B)(4) captures the (B)(6) event a bilateral corrective osteotomy case.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date of report : alerted april 13, 2019. Additional product codes: hwc, jds. Contact additional information - provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. 510k: this report is for an unknown plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent an unknown procedure, the health care professional requested the consultant to bring two (2) different unknown plate. The first plate with 110 degree angle was inserted with no issues, upon inserting the second plate with 130 degrees angle, indicated that the 130 degree bend was the incorrect angle, cited and had to change out the second plate for another 110 degree angled plate. It is unknown if there was a surgical delay. Procedure and patient outcome were unknown. Concomitant device reported: unk - screws: trauma (part# unknown; lot# unknown; quantity unknown). Unk - plate: trauma (part# unknown; lot# unknown; quantity unknown). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).